Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 3.68mm x 5.52mm in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that during central processing the tip was broken on the monopolar cautery instrument. There was no report of patient involvement.